Event description:
The doctor realized the haptic was bent after the lens was inserted into the patient's eye. The doctor enlarged the incision to removed and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00245 for the intraocular lens used with this delivery device.